Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date the device was returned for evaluation was reported as apr 17, 2018 in the initial medwatch. The correct date is may 17, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the compact air drive device unit failed the attachment coupling check (step #40) - push button had seized and would not release the oscillating saw attachment, there was unknown debris on the ball bearings, there was excessive unknown debris on the motor for device complete and gear 241 complete and soft-mode switch coupling was worn (not enough to fail step/check). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time and improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as 5/3/2018 in the previous report and has been updated as 4/17/2018. Additional information: during further follow-up the reporter mentioned that there was a 45 minute delay to the procedure. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified veterinary orthopedic surgical procedure, it was observed that the compact air drive device and the oscillating saw attachment device were stuck together. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was no human patient involvement as the devices were used in veterinary procedures. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.